Event description:
The lay user/patient contacted lifescan in 2005 and alleged that his one touch ultra meter was reading inaccurately erratic. The patient reported blood glucose results of 168 mg/dl, and 109 md/dl with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. The pt was walked through two consecutive control solution tests and the results fell outside the specified range. This complaint is reported because the precision test was outside the specs and the control solution test failed twice outside the range. The pt did not receive any medical attention. A replacement meter, control solution, and test strips were sent to the lay user/pt.